Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. No product/lot info was provided regarding the bone screws associated with the report. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address hip pain. It was reported that the metal liner didn't seat properly in the cup because the screws weren't flush with the cup.